Event description:
Patient reports the hip is deteriorating and will need replaced. *** update - the complaint has been reopened because the patient notified depuy on (B)(6) 2012 that she was revised in (B)(6) 2012 to address pain. She states that the doctor found pieces of plastic floating in a yellow pool of fluid. ***

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report are still not returned. Previously reviewed device history records did not reveal any related manufacturing deviations or anomalies. The additional information could not draw any conclusions regarding the root cause of the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.